Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2009, the patient reported that his infusion sets are not sticking to his body for as long as they used to. He stated that he cleans his skin with IV prep wipes. He was advised to allow the area to dry completely before adhering the infusion site. He stated that he typically changes his infusion site every 5 days. He was advised to change the infusion site every 3 days. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product will be returned for evaluation.